Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The patient effect of pain is listed in the electronic starclose vcs instructions for use (eifu), as a potential adverse event of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, the clip either separated from the vessel, or was malpositioned; however, this cannot be confirmed. Based on the case information, a conclusive cause for the reported patient effects of swelling, medication required, and fatigue, and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1: first, last name updated from (B)(6). E1: title updated from ms. To dr. E1: facility name updated from unknown USA to (B)(6) medical center. E1: address updated from ni to 2010 brookwood medical ctr dr. E1: city updated from unk to birmingham. E1: postal code updated from (B)(6). E1: phone number updated. E1: phone number null updated. E3: occupation updated from na to physician. G2: report source updated from other to health professional, company representative.

Manufacturer narrative:
D4 - primary UDI number: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right femoral artery using a starclose se after an arteriogram procedure on (B)(6) 2017. Reportedly, the area of starclose se deployment, after several years and multiple procedures (2020, 2021 and 2023) in the right groin, is hard, painful, and swollen with the clip becoming visible to the skin, affecting the patient's ability to sleep as well as causing the patient to ceased activity. The patient has taken extra strength tylenol, tramadol, cyclobenzaprine, and sitz baths. After consultation with various medical professionals, the patient is expected to undergo treatment in the future to resolve the issue. No additional information was provided.